Manufacturer narrative:
Patient was implanted on (B)(6) 2020. As of 11/20/2020, the site reports no further escalation and the patient is recovering from the adverse event.

Event description:
Berlin heart was informed by the site on (B)(6) 2020 that a patient being supported with the excor pediatric vad system in the bvad configuration had a transient ischemic attack. The distributor reported that the left blood pump was exchanged due to a mobile fibrin deposit after the tia had occurred. Currently, the patient is recovering from the adverse event.